Manufacturer narrative:
Other, other text: additional information : b5.

Event description:
Additional information was received providing that the customer also provided that the pump did trigger the air in line but the defect is believed to be due to the extension set and no the pump.

Event description:
Information was received indicating that a smiths medical pump was being installed and was not successful 3 times. The catheter was replaced and it presented with air in the line. The catheter was replaced manipulated multiple times with sets from the same batch by multiple people and they were unable to get it to work. There was no patient injury due to this issue.